Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. All buttons functioning properly, however moisture damage was found on the keypad traces. No button error alarm noted during testing. The device had cracked case at the display window corners, minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 581 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.